Manufacturer narrative:
Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's leads, exhibited noise on both the right atrial (ra) and right ventricular (rv) channels. The noise on the rv channel was oversensed and resulted in three seconds of pacing inhibition. Lead measurements were good and consistent. The most recent presenting electrogram (egm) did not reveal any noise. The patient was seen in clinic and there was some noise noted but no pacing inhibition was observed at that time. No adverse patient effects or symptoms were reported.